Manufacturer narrative:
No button error alarm was noted. The up arrow button did not respond due to corroded keypad traces. No moisture damage was noted on the electronics. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.

Event description:
It was reported via phone call, that the customer received a button error alarm. It was also reported that the numbers on the insulin pump scroll, without any input from the customer. The customer stated that the significant event leading to the malfunction was possible sweating. Customer's blood glucose level at the time 112mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.